Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument would not cauterize. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm/injury. There was not any report of fragments falling from the device into patient while in use. Sealing was being performed at the time of the issue. The instrument issue did not involve delayed sealing. There was no sealing as the instrument would not seal. The vessel sealer did not work at all during the procedure. No errors occurred when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there an audible signal (continuous tone) while the pedal was pressed. There was no tissue effect observed during the sealing cycle. Tissue was never cut that was not fully sealed. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The following patient demographics were provided: aga and age units, date of birth, gender, and weight and weight units.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a broken conductor wire at proximal end closer to the connector. The instrument failed the electrical continuity test. This causes the vessel sealer not to cauterize. There are no logs displayed upon testing. The instrument was placed in the system and failed to cauterize. No signs of thermal damage were observed. The complaint regarding the vessel sealer not cauterizing was confirmed by failure analysis.